Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. It is possible that device positioning resulted in collagen deposition into the artery. The device history (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. A 6 french common femoral artery antegrade access was achieved for this leg angiogram treating peripheral artery disease. The physician tried closing with a 6 french angio-seal. When attempting to close, hemostasis was not achieved immediately. After further tensioning the angio-seal suture, hemostasis was achieved; however, it was discovered that blood flow was sluggish going past the angio-seal device. The physician then got femoral access in the other groin to balloon angioplasty the angio-seal to try and open the lumen. This was achieved; however, there was still a filling defect. Therefore, the patient went on anticoagulation and a femoral cutdown was performed two (2) days later to explant the angio-seal. The vascular surgeon stated the angio-seal was deployed in a dissection plane, which led to some collagen being depressed into the artery. The explant and femoral endarterectomy were performed successfully. No blood loss was reported.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: date unknown. D6b: explanted date: date unknown. E3: occupation: ir & cath lab management coordinator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.